Manufacturer narrative:
Product event summary: visual inspection under 10x magnification of the controller revealed a hairline crack surrounding power port one (1) and power port two (2). An internal visual inspection did not reveal fluid ingress. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h10: (B)(4): h6 product event summary: the controller ((B)(4)) and five battery (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing; the controller's display worked as expected. As a result, the reported controller screen issue could not be confirmed. Visual inspection of the controller revealed small cracks surrounding power port one (1) and power port two (2). This is an additional observation not related to the reported event. An internal investigation was opened to evaluate cracks observed on the controller 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller ((B)(4)) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors involving (B)(4). Analysis of data log files revealed several power switching events due to momentary disconnections involving in (B)(4). As a result, the reported critical battery alarms and power switching events were confirmed via log files. A review of the event file did not reveal a controller power up event, which might have explained the reported "blank" display. Based on the available information, the most likely root cause of the critical battery alarm event can be attributed to communication errors between the controller and battery. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between t he controller and battery. An internal investigation is open evaluating momentary disconnections between the controller and batteries. Additional products: battery, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: a5 product event summary: the returned controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). D10: yes, return date: 2017-12-22 h3: yes h6 FDA method code(s): 10, 23, 3372, 38 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and five (5) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the unit passed functional testing; the controller's display worked as expected. As a result, the reported controller screen issue could not be confirmed. Visual inspection under 10x magnification of the controller revealed a hairline crack surrounding power port one (1) and power port two (2). An internal visual inspection did not reveal fluid ingress. This is an additional observation not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed multiple power switching events due to momentary disconnections involving in (B)(6). Data log files also revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(6). A review of the event file did not reveal a controller power up event, which might have explained the reported "blank" display. As a result, the reported power switching, critical battery alarms and communication error events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Other devices involved in this event: battery/bat581434, (B)(4); battery/bat581438, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery. Battery /(B)(4)/ model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Available for eval: no. Mfg date: 2017-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2018-01-30. UDI #: (B)(4). Available for eval: no. \mfg date: 2017-01-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Available for eval: no. Mfg date: 2017-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Available for eval: no. Mfg date: 2017-06-30. (B)(4). Brand name: heartware ventricular assist system ¿ battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2018-06-30. UDI #: (B)(4). Available for eval: no. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching. Even with batteries attached with battery capacities greater than twenty-five percent (25%), a critical battery alarm was triggered and the controller screen went blank. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date MFR received for the initial report is 2017-12-07. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.